Event description:
On 3/6/98 the account reported several erratic ck-mb results which were run on axsym analyzer. According to info from the account, the inventory was updated by the operator; however, bulk solution 3 was not replaced. The instrument did not detect that the bulk solution was depleted and the erratic results were generated. No error or messages were indicated by the axsym. All ck-mb results were performed from plasma samples and were run stat. The plasmas were stored at room temperature until they were retested. No report of any injury.

Event description:
On 3/6/98 the account reported several erratic ck-mb results which were run on the axsym analyzer. According to info from the account, the inventory was updated by the operator; however, bulk solution 3 was not replaced. The instrument did not detect that the bulk solution was depleted and the erratic results were generated. No errors or messages were indicated by the axsym. All ck-mb results were performed from plasma samples and were run stat. The plasmas were stored at room temperature until they were retested. No report of any injury.

Event description:
On 3/6/98 the account reported several erratic ck-mb results which were run on the axsym analyzer. According to info from the account, the inventory was updated by the operator; however, bulk solution 3 was not replaced. The instrument did not detect that the bulk solution was depleted and the erratic results were generated. No errors or messages were indicated by the axsym. All ck-mb results were performed from plasma samples and were run stat. The plasmas were stored at room temperature until they were retested. No reported of any injury.